Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the patient has suffered pain, and excessive levels of chromium and cobalt. Update 01/11/2012 plaintiff's fact sheet form was received which identified part/lot information. There is no new information that changes the outcome of this investigation. Update rec'd 3/27/2013- ppd and medical. Records received. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for a periprosthetic fracture on (B)(6) 2010. The unknown cup is being changed to a stem. The patient was then revised again on (B)(6) 2010 for infection as alleged by the ppd. The revision operative note confirmed it and all implants were removed and spacers were placed. There was no mention of high metal ions during the (B)(6) 2010 revision as litigation alleged. The patient was reimplanted on (B)(6) 2011. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/5/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no additional related report(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).